Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system onsite and confirmed that the system was not booting up. The review of system log files shows issue with the flexvision pc caused by malfunctioning of grabber cards. Upon troubleshooting, the field service engineer (fse) found that the issue with flexvision pc. To resolve the issue, in another work order, the fse has implemented a medical device correction (z-1144-2024). The system was returned to use in good working order. The codes were updated based on the investigation outcome.